Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had foreign matter within.

Manufacturer narrative:
The device history records for batch 6253707 have been reviewed with no issues being identified.

Event description:
It was reported that bd vacutainer k2 edta (k2e) 7.2mg blood collection tubes had foreign matter within.